Event description:
A male patient death reported following hemodialysis treatment.

Manufacturer narrative:
Investigation is pending at the time of this report. A follow-up report will be filed when investigation is completed.